Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018, the patients receiver started showing different screens randomly without any input. No additional patient or event information is available. The receiver was returned for evaluation. An external visual inspection was performed and passed. The receiver was charged and will boot. Receiver functional tests were performed and failed. The data log was downloaded for review and passed. Manual button test performed failed to set time and date. The receiver case was opened for an internal visual inspection and it failed, moisture damage was observed. The complaint states the patients receiver started showing different screens randomly without any input was confirmed. A finding of the receiver overheating was observed during product investigation. The root cause was determined to be moisture damage.